Manufacturer narrative:
No product returned for evaluation and no radiographs provided so the complaint could not be confirmed. It is unknown if the patient complied with post-operative physical restrictions or suffered a fall. The patients bone quality was reportedly poor. Nuvasive device should not be utilized in conjunction with other manufactures devices as results are untested and may vary. Review of the reported event and information provided identifies that this is an off label usage of nuvasive a device and results are unknown. The patient was 5 years post-op with a non-union and known poor bone quality suggesting patient related issues as the root cause or a contributing factor as well as off label usage. No additional investigation can be completed. Labeling review "...potential risks identified with the use of this system, which may require additional surgery, include:...loss of fixation... Nonunion or delayed union..." "...potential risks identified with the use of this device system, which may require additional surgery, include:... Loss of fixation, non-union..." "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant..." "...preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...do not use the armada spinal system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system. All implants should be used only with the appropriately designated instrument (reference surgical technique)¿" "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
On (B)(6) 2016 a patient of unknown sex and age underwent a posterior fixation from l3 to s1 utilizing nuvasive products for fixation and a competitors intrabodies. On (B)(6) 2021 a revision occurred due to a lack of fusion and screw loosening was also observed. The previously implanted fixation implants were replaced with new nuvasive fixation products and the construct was extended to t10 and s2ai. Bone chip biologics were placed between l2/s.